Event description:
It was reported that this lead was fractured. The patient reported due to the fracture 96 inappropriate shocks were delivered. Subsequently, this lead was explanted. Another lead was implanted to complete this procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).